Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("dysmenorrhea since device insertion") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the dysmenorrhoea had not resolved. The reporter provided no causality assessment for dysmenorrhoea with essure. The reporter commented: the removal is pending. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.